Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 3. Details of surgery: implant surface not completely covered with bone, sinus perforation, sinus augmentation and immediate extraction site. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and fistula. No further patient complications were reported.